Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on same day due to discomfort, the sensor wire was missing from sensor pod. Patient reported sensor deployment difficulty during insertion process, and he removed the sensor pod from his body without the transmitter attached, which is a practice against cgm's user's guide recommendations. Patient reported no indication of the wire at insertion site. At the time of his call to technical support, patient reported slight redness at insertion site; no inflammation or pain. Dexcom requested return of the sensor for investigation. Patient's nurse contacted dexcom technical support on (B)(6) 2013 to report that patient came in for evaluation. Nurse reports that no symptoms other than redness were observed at patient's insertion site.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.